Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to be used. No other information has been provided at this time. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The serial number of the device was not provided, therefore a DHR or history review for this device cannot be performed. Zoll has not received the device nor a log file. Based on the information in the initial report, the device was being utilized with the communication cable connected. Within the operator's guide, under the safety alert descriptions, it states: "caution: serial communication cable; the AED will not function during a rescue when the serial communication cable is connected to its serial port. When the serial communication cable is connected to the AED during a rescue, the prompt 'remove cable to continue rescue' will be heard until you remove the serial communication cable." Based on the information provided to zoll at the time of this report, it appears that the end-users did not follow the recommendations documented in the operator's guide. Analysis of reports of this type has not identified an increase in trend.